Event description:
The customer reported to olympus, the telescope had a failure of optical viewing tube and light guide. At the connection part, the part that should originally be glued to the optical tube side was attached to the light guide side and could not be removed. It was being used normally, but it accidentally came off the adhesive. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the bad illumination was due to burnt light guide connector and objects adhering to the internal lens. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer the legal manufacturer's final investigation. According to the customer, the damage/poor adhesion of the connector was observed during a therapeutic transurethral resection (tur) procedure. The device was not inspected before use. It was being used as usual, but it accidentally came off the adhesive part. There was some delay, and the procedure was completed using a similar device. There was no report of patient harm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, root cause of the reported damage is consistent with improper handling and excessive mechanical force caused by a shock or fall. However, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.